Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure was achieved using a proglide device. However, reportedly, there was not white suture present; both sutures were blue. The physician identified the sutures according to their length and hemostasis was achieved with the proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Qe: the physician requests us to provide the information as follows in the letter. -if similar incidents have occurred in past. -causes of such incidents. -similar incident occurrence rate

Event description:
Subsequent to the previously filed report additional information was received. It was reported that the proglide was being used after an interventional cerebrovascular procedure to collect thrombus. An 8f sheath was used. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported irregular appearance could not be determined. Based on the information reviewed, there is no indication a product quality issue.